Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was detached from the tip and bent. There were some signs of clinical usage and some evidence of blood on the device. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and the microswitch arm was found to be somewhat bent. Based upon the investigation, the reported complaint for "would not activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws would not activate. A new kit was used to complete the procedure. There were no pt effects. The product was returned.